Event description:
Customer reported via phone call that they went to go to the hospital on unknown date. Customer blood glucose level was over 600 mg/dl. Customer stated insulin pump had insulin flow block alarm. It was unknown that auto mode feature was active at the time of high blood glucose event. Customer declined troubleshoot. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.